Event description:
It was reported that the patient underwent a revision surgery involving this artificial urinary sphincter (aus) due to recurring incontinence caused by atrophy. All components were removed and replaced with a new device. It was said that the patient fully recovered.